Event description:
It was reported that the patient presented in clinic with low high voltage lead impedance. Further testing was recommended. Patient will be monitored with routine follow-up.

Event description:
New information received notes that when the asymptomatic patient presented for lead testing, variation in low hv lead impedance was noted and externalized conductors were observed on cine. Programming changes were made. The patient will continue to be monitored.